Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer medibo medical products (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported to a diligent representative that an incident had occurred and that they had other buildings to visit for in-servicing. The diligent representative did not alert ahus qa when this had occurred. Another diligent representative was assigned to go on-site to perform in-servicing and wrote up a report on the in-servicing that briefly mentions the incident. When a third diligent representative had looked over a report, they saw that an incident occurred and immediately contacted ahus qa on (B)(6). Exact device in use was sara 3000. It's unclear how incident happened, but it appears that the resident fell and sustained multiple injuries.